Event description:
The roche instrument center (ric) was notified in 2003 of two cases of incorrect labeling of the thermal cycler and detection positions in the cobas amplicor analyzer thermal cyler unit (tc unit). The incorrect labeling has been found only on replacement thermal cycler units. In one case "tc a" was identified as "tc b" and "tc a", and in the second case "dp 1" was identified as "dp 2" and "dp 2" as "dp 1". In each case, the incorrect labeling was detected almost immediately after installation of the replacement unit, and no test results were reported. The incorrect labeling results in a small-to-result mismatch issue. The results of a-ring 1 are assigned to a-ring 2 and visa versa, e.g., the result of tube 1 on a-ring 1 is assigned to the ID of tube 1 on a-ring 2, etc. Depending whether a run with 1 or 2 a-rings is performed and depending how controls and samples are placed on the two a-rings, it might not be possible to detect the wrongful assignment of the results. The cobas amplicor analyzer and the tc unit are mfg at the roche instrument center. The cobas amplicor analyzer is distributed by roche diagnostics corp.